Event description:
I was diagnosed with ebv and continue to test positive causing chronic ebv. Thought I was lacking b12 so took too much due to active ebv. Low vitamin d and high wbc's. New spot of concern with recent pet scan. FDA safety report ID# (B)(4).